Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and replaced the shaft angle encoder to resolve the issue. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The replaced part has been requested for return to livanova deutschland for further investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that the s5 double head pump displayed an error message indicating a shaft angle encoder fault during setup. The pump was switched with a back-up for the procedure. There was no patient involvement.

Manufacturer narrative:
Livanova (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). Livanova (B)(4) received a report that the s5 double head pump displayed an error message indicating a shaft angle encoder fault during setup. The pump was switched with a back-up for the procedure. There was no patient or user injury as a result of the reported event. The shaft angle encoder was requested and returned to livanova (B)(4) for further investigation. According to the investigator the reported issue could neither be reproduced nor be confirmed. The shaft encoder was visually and functionally tested but no problems could be found during the mechanical and electrical testing. All tests were carried out without errors. The device was scrapped for safety reasons. As the issue could not be reproduced, a root cause could not be determined and no corrective actions were identified. Livanova (B)(4) will continue to monitor the market for trends related to this type of issue.